Event description:
It was reported following an angiogram the patient had an angio-seal deployed to seal the arteriotomy site. Following discharge, the patient reported a popping sensation in the groin, date unknown. The patient waited several days before presenting to the physician with signs of claudication and decreased distal pulses. A duplex ultrasound revealed stenosis in the femoral artery at the angio-seal deployment site. The patient also reportedly had an infection at the site. A lower extermity angiogram revealed an 80 percent stenosis in the femoral artery at the angio-seal deployment site. The patient underwent surgery and a patch was placed to the femoral artery.